Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
After he ran rotarex and was trying to remove the catheter he was having some issue with it being a little snug coming out of the sheath. Doctor who was another attending in the case, clamped the wire with forceps and they finally were able to remove the catheter. After the removal, they took a fluoroscopy picture and determined the tip of the wire had broken off. The tip was not impeding any flow so they came to a agreement to place a covered stent in the area of the broken wire. Comlained is guidewire gw 0.018" 4/220 cm which is part of set rotarexs 8f 85cm. Further information about set rotarexs 8f 85cm: catalogue number: 80238, lot number: unknown, expiration date (mm/dd/yyy): unknown, (B)(4).

Event description:
Further information about set rotarexs 8f 85cm: catalogue number: 80238, lot number: 200137, expiration date (mm/dd/yyy): 01/11/2023, unique identifier (UDI) number: (B)(4).